Event description:
It was reported that after cleaning the monopolar curved scissors instrument frayed fiber glass was found at the distal end. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of main tube has a 3 inch long section with material removed. The damaged area covers the width of the tube and is parallel to the tub axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.